Event description:
Clinical study 57 days after a coronary artery drug eluting stenting procedure the patient required a reintervention for a restenosis. The lesion being treated in the index procedure was a 2.5mm 80% stenosed mid left anterior descending (mid lad) artery. The physician treated the lesion by successfully placing a taxus express2 8.8% 2.75x8mm drug eluting stent without complication in the target vessel. The patient was discharged from the hospital receiving plavix and aspirin. In 2005 the patient underwent a reintervention of restenosis reported as edge stenosis proximal of the mide lad. The physician placed a taxus express2 stent. In the opinion of the physcian the relationship of the reintervention to the taxus stent is "unknown".

Event description:
It was further reported by the site, "this did not occur to the original target vessel". The pt was enrolled in the arrive 2 program, getting two taxus stents in the rca. The pt subsequently got a taxus stent in the lad, but this occurred 2 months later and this procedure was reported as a target vbessel reintervention, but was actually a separate procedure. Please disregard med watch #6000089-2005-00633.